Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history record review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is october 20, 2008. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a depth gauge for 2.0mm and 2.4mm screws broke off while measuring during an open reduction internal fixation (orif) procedure of the distal radius. The tip was successfully removed using a needle holder. No additional radiological imagining or medical/surgical intervention was required. Another depth gauge was immediately available for use. The procedure was completed without delay or reported patient harm. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device (depth gauge, part number 319.006, lot number 6004399). The customer reported the tip broke off. The repair technician reported ¿tip broken¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. The service and repair evaluation was confirmed. The subject device was forwarded to synthes customer quality for additional investigation. A product development investigation was performed for the subject device by synthes customer quality. The associated product drawing was reviewed as part of the investigation. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. A device history record (DHR) review was performed for the subject device lot. The review of the dhrs for the top-level and each subcomponent showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The returned depth gauge shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was not returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. This complaint is confirmed. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.